Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay in the patient workflow, as users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet legacy half-height cubie drawer 6-1 had failed in all pockets due to a blown fuse. The field service engineer replaced the fuse and reseated the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay in the patient workflow, as users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet legacy half - height cubie drawer 6-1 had failed in all pockets due to a blown fuse. The field service engineer replaced the fuse and reseated the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.